Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received stuck in the motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify the no delivery alarm due to the motor error alarm during the bolus delivery test. No moisture damage was found inside the pump. The pump received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The time/date functioned properly and the low reservoir alarm functioned properly during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed. In addition, the customer's mother stated the other say the reservoir leaked out and moisture got into the insulin pump. Customer reported no moisture under the screen. The reservoir appeared to have a crack. The insulin pump alarmed motor error. We advised customer to discontinue the use of the insulin pump and revert to back up plan. Customer stated the no delivery alarm did not occur during manual prime, it was resolved by a complete set change. Customer agreed to return insulin pump for analysis. The customer's blood glucose was unknown.